Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview 6 pro -c-ring became detached from the harvesting cannula during use. No pieces broke off in pts leg. A new kit was opened to completed the procedure. There was a delay to open new kit. No injury to pt.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000397982 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.